Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that this patient with this lead had twiddlers syndrome and twiddled their right ventricular (rv) lead out of place causing a dislodge and potential loss of therapy. The lead was repositioned, at which time the physician believed they may have accidentally damaged the lead. The lead was explanted and replaced.